Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation the trunk cable, the ECG c to d cable and the cable connecting the distribution node to the rear therapy electrode were pulled from the strain relief, pulling the trunk cable connector j702 from the distribution node pca. The cause of the test failure connection was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.